Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that one grip was bent, causing side-to-side misalignment of the grips. There was a .070 offset at the tips, indicating overloading at the tip. The instrument passed electrical continuity testing. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. Failure analysis investigation also found the following additional damages to the instrument: the pitch cable was frayed at the distal clevis hub. No damage was found at the clevis. There were scratches on the surface of the distal pulley. The distal end of main tube had a scratch mark exhibiting light material removal and a rough surface finish. The scratch was short in length and not axially aligned with the tube. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged cable and/or the as tube abrasions, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the fenestrated bipolar forceps instrument was not grasping during a da vinci hysterectomy procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.